Event description:
Intra aortic balloon pump would not go into bypass, disconnect. Reconnect, will not go out of bypass. Cath lab assesses machine. Intra aortic balloon pump keyboard failure. Balloon pump returned to MFR for pm and keyboard replacement in 2001.